Event description:
It was reported via a clinical report form from the confirm ii predator post-approval study that during an orbital atherectomy (oa) treatment procedure, a macro-embolism event occurred in the popliteal (pop) artery post-atherectomy. The lesion being treated extended from the common femoral artery (cfa) into the sfa. It was 85% stenotic, mildly calcified, and 100mm in length with a 2 patent run-off vessels prior to therapy. The lesion was treated with a 1.5mm solid crown oad which was spun for one run at low speed (49sec), at medium speed for one run (47sec), and at high speed for one run (53sec) for a total run time of 2min, 30 sec. The residual stenosis was 30%. Per the physician, clot was not appreciated on pre-procedure angio; clot was noted in the pop artery and was resolved with an angiojet aspiration catheter. The lesion was then treated with a 6.0x80mm balloon for one inflation for a total inflation time of 1min. The residual stenosis was 15%. No stents were placed during this procedure. The expectations for the case were met. No additional information is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unknown. The root cause for the reported event is unknown. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report #29 of 48 events identified during this review. This report contains limited information regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).